Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received drive count or time values or changes incorrect for moving or coasting and too slow or too fast alarm. Customer's blood glucose level was 187 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. Customer was assisted with performing displacement test and the test results was yes. Customer was advised displacement test was successful at this time. Customer also reported that the insulin pump had done displacement test and received the hardware low level failure alarm. Troubleshooting was performed. The insulin pump will not be returned for analysis.